Event description:
The pt had a pump system implanted on (B)(6) 2010. The pt was awake when she left the operating room at 5:30 pm, but was found unresponsive in the recovery room at 9:00 pm. The pump was initially filled with 500mcg/ml lioresal with a daily dose of 50mcg/day. The healthcare professional reduced the daily dose to 25mcg/day. It was suspected that the pt suffered an overdose of ativan in the recovery room. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).